Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the pt had a red heart alarm and passed out shortly after. There was a slight delay in the system controller exchange and they were unable to revive the pt. When the hosp received the system controller it would alarm, but not power up to review the log history. No autopsy was performed.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.